Event description:
It was reported thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted with a complete seal noted. At the 3 month follow up on (B)(6) 2018 transesophageal echocardiogram (tee), stable and immobile thrombus adherent to the surface of the watchman was observed. The thrombus measured 21mmx15mm. At the time of the event, the patient was taking aspirin and clopidogrel. The patient was started on apixaban that day and aspirin and clopidogrel were stopped. There were no further complications reported. It was further reported that on (B)(6) 2019 the patient underwent their one year follow up tee which revealed no thrombus in the left atrium. The event was considered resolved.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6). It was reported thrombus occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted with a complete seal noted. At the 3 month follow up on (B)(6) 2018 transesophageal echocardiogram (tee), stable and immobile thrombus adherent to the surface of the watchman was observed. The thrombus measured 21mmx15mm. At the time of the event, the patient was taking aspirin and clopidogrel. The patient was started on apixaban that day and aspirin and clopidogrel were stopped. There were no further complications reported.